Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a permanent out of range signal occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and no observations were found related to the customer complaint. The receiver download was reviewed and could not verify the customer complaint. A charge was performed and the receiver battery was fully recharged. Global receiver functional test was performed and the receiver would not run on the test station. The reported fault could not be reproduced with the receiver. Additionally, a pairing test was performed with a matching transmitter and no loss of antenna was observed. A screenshot was taken of the pairing test. The customer complaint of a permanent out of range signal was not confirmed. The root cause could not be determined.